Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of a 10 cm abdominal aortic aneurysm. The aortic neck angulation is 25 degrees. The patient's vessels have disease progression with the aortic neck dilation. The vessels diameters at the time of implant are unknown. It was reported approximately 33 months post stent graft implantation, the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. It was reported that the stent graft migration was due to disease progression resulting in aortic neck dilatation. The physician elected to treat the patient with an aneurx aortic cuff. The type I endoleak was resolved. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
(Other, secondary intervention required).